Manufacturer narrative:
Analysis was performed to the returned device. The reported guide break was confirmed. The reported difficult to advance and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause could not be determined for the reported difficult to advance and device entrapment. The reported guide break and surgical intervention appear to be related to circumstances of the procedure. Factors that may contribute to difficult to advance include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. Factors that may contribute to a device entrapment include but are not limited to; tissue or suture caught in the foot, or tissue tract. It is likely that the reported guide break was a symptom of the reported resistance and device entrapment. The observed cut actuator wire was likely due to the reported device surgically removed from the patient. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, after opening the lever (step 1), unusual resistance was felt while trying to retract the system and before pressing down the plunger. The lever was closed and the prostyle device was attempted to be removed from the patient; however, high resistance was felt both trying to insert and pull back the system. After further movement of the prostyle device, it seemed that the plastic part distal to the metal sheath disconnected. This was confirmed under fluoroscopy. The prostyle guide was broken, but was also held together by the actuator wire. A surgeon was then called and the device could be surgically removed from the vessel tract and patient. Besides the surgical cutcown, the patient was not harmed further. There was a reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.